Event description:
During use of ethicon endo-surgery, endopath ets-flex 45 articulating endoscopic linear cutter with an endopath ets45 2.5 mm, 45 mm vascular/thin load (tr45w), according to manufacturer's instructions. The cutting function of the device worked without issue, however the stapling function did not fully activate toward the tip end of the device. The surgeon then sutured the remainder of the cut, the unstapled portion the mesenteric pedicle. The staple cartridge was an endopath ets45 2.5 mm, 45 mm vascular/thin load (tr45w). Lot r40y7c, expiration date: 08/31/2023.